Event description:
Analysis of the pulse generator was completed on (B)(6) 2013. The reported eol indicator was not duplicated in the pa lab. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The patients treating physician had reported that at a follow up appointment that occurred on (B)(6) 2013, the patients generator was interrogated and diagnostic testing performed on the device were all within normal limits, indicating that the battery status was ok while implanted.

Manufacturer narrative:
Internal device data was reviewed.

Manufacturer narrative:
The initial medwatch report inadvertently did not include the information provided by the physician regarding the status of the battery just prior to generator explant. Device description was updated in this report to reflect the additional relevant information.

Event description:
It was reported that it was possible that the surgeon used electrocautery during the explant surgery. Although it was unknown if electrocautery was used during this surgery it was reported that the surgeon has used electrocautery in the past and that it was likely that it was used during this surgery since it was an explant with no re-implant.

Event description:
It was reported that when the vns generator was explanted on (B)(6) 2013. The generator was then interrogated and was found at neos=yes. The programming history database was reviewed for the patient's vns generator, but no data is available. With the settings provided after the interrogation, and the time of implant, a premature eos condition is possible. The device history database was reviewed for the vns generator and no unresolved non conformances were found. The explanted generator was returned to the manufacturer on (B)(4) 2013 for product analysis.

Event description:
Programming and diagnostic history for the device was provided to the manufacturer on (B)(4) 2014 confirming that the generator revealed near end of service (n eos) upon interrogation on (B)(4) 2013. Review of the internal device data indicated that the generator battery voltage had measured 2.123v on (B)(6) 2013 (date of explant). When the device was analyzed on (B)(4) 2013, the battery voltage was measuring 2.790v. Given the sequence of events reported, and that the generator was interrogated after it had been explanted and n eos was observed at that time, it is likely that the surgeon used electrocautery during the explant surgery as the battery voltage recovered as observed during product analysis.